Event description:
It was reported that the port was implanted in 2000. At removal in 2002, the catheter was found to have ruptured and had migrated at the level of the pulmonary artery (trunk and right ramus). The catheter was removed a few days later and there were no patient complications.

Event description:
It was reported that the port was implanted in 2000. At removal in 2002, the catheter was found to have ruptured and had migrated at the level of the pulmonary artery (trunk and right ramus). The catheter was recoved a few days later and there were no pt complications.